Event description:
It was reported that 1 bd pen ndl 32ga 4mm was unable to deliver insulin or medication. The following information was provided by the initial reporter : a regular user of pen needles reported that clogging was frequently occurring.

Manufacturer narrative:
H6: investigation summary: three photos of two open 32g x 4mm pen needle samples were returned from an unknown lot. No., cat. No. 320136. Visual examination of the returned photos was carried out and a bent non patient end of cannula was observed on one sample. As no physical samples were received no clog test could be carried out on the second sample. No DHR review can be carried out as lot number is unknown. As the samples returned were open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd pen ndl 32ga 4mm was unable to deliver insulin or medication. The following information was provided by the initial reporter : a regular user of pen needles reported that clogging was frequently occurring.